Event description:
Same case as MDR ID: 2134265-2015-00725. (B)(4) clinical study. It was reported that angina occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization which revealed two target lesions. The first target lesion was located in the distal right coronary artery (rca) with 99% stenosis, and was 16 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 16 mm study stent, resulting to 0% residual stenosis. The second target lesion was located in the 1st diagonal artery with 80% stenosis, and was 16 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation, and placement of a 2.25 x 16 mm study stent, resulting to 0% residual stenosis. Four days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was hospitalized and was diagnosed with stable angina. On the following day, patient's coronary angiography revealed 70% stenosis in the proximal right coronary artery (rca) which was treated with placement of a 3.5x18mm promus stent, resulting to 0% residual stenosis with timi 3 flow. Two days post procedure, the event was considered as resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(6). Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).